Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse discovered that the issue was a stuck carriage pin and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed but not replicated. In system logs, the 31010 error was found indicating fault on the presence pins, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the presence pins were inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. Failure analysis concluded that the presence pins are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they attempted to install multiple instruments into universal surgical manipulator (usm2), but it did not accept any of them. The user had already replaced the drape several times and exercised the presence pins without improvement, and they noted that the same behavior had occurred in an earlier procedure. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.